Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a peritoneal dialysis catheter. The customer reports pt vs had a swan neck curl catheter inserted (B)(6) 2007 and a hole developed in the silicone just below the adapter (unk date). Pt was unaware of hole and developed peritonitis.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.